Event description:
Open heart surgical patient on cardiopulmonary bypass about 30 minutes when forward flow from the pump decreased drastically, accompanied by low arterial line pressure. Perfusionist performed troubleshooting measures, including checking recirculation line, pressure transducer zero and safety devices. Disposable biohead was checked with 2nd pump motor and experienced the same result. Within 10-12 minutes of the initial change in patient status, the entire heart lung machine was changed out and able to resume bypass. The patient was at 37 degrees celsius during this time. Cardioplegia had been administered, therefore the heart was arrested during this event. The case ((B)(4)) was completed without further incident and the patient was successfully separated from cardiopulmonary bypass. After discussion with surgeons and medical rep it was suggested that the disposable biohead (pumphead) may have become decoupled (magnet attraction interrupted between disposable head and electric pump motor) and caused the pump to behave erratically. This is a rare complication with bioheads. As of this writing, the suspicion of decoupled pumphead has not been confirmed.